Event description:
Eminent clinical study it was reported that claudication and thrombosis occurred.. The subject was enrolled in the eminent clinical study on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion was located in left proximal and mid superficial femoral artery (sfa) with 100% stenosis. The lesion was 170 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm and was classified as tasc ii c lesion. The target lesion was treated with pre-dilatation and placement of two 6 mm x 120 mm study stents. Following post dilation, residual stenosis was 0%. On (B)(6) 2018, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, the subject developed claudication in left leg. On same day, the subject was hospitalized for further treatment and evaluation. The subject was noted to have thrombosis in the study stent. On (B)(6) 2020, the 100% complete stenosis in left sfa which was 28 mm long with a reference vessel diameter of 6 mm was treated with thrombolysis. On (B)(6) 2020, the left sfa was treated with pta, stent placement and thrombus aspiration, resulting in 5% final residual stenosis. On (B)(6) 2020, the event was considered resolved. It was further reported that on (B)(6) 2020, bilateral leg duplex scan revealed occlusion in left sfa over the entire length along with very low flow in popliteal artery, anterior and posterior tibial artery. The subject was hospitalized for further treatment and evaluation. On clinical examination, there was no peripheral pulsations on the left noted. On (B)(6) 2020, the subject presented with the symptoms of claudication in the left leg after walking for about 50 mts. On (B)(6) 2020, the left sfa (target lesion) had 100% stenosis, which was 28 mm long with a reference vessel diameter of 6 mm was treated with thrombolysis cross-over grafting. Post treatment, thrombus was still seen in the treated vessel at the end of the procedure. On (B)(6) 2020, the left sfa was treated with thrombus aspiration, followed by 5 mm x 40 mm admiral balloon dilation and a 6 mm x 60 mm stent was placed. Post procedure, residual stenosis was 5%. Post operatively, due to weak doppler on the left required 600 units of heparin. Duplex revealed subcutaneous hematoma along with small pseudoaneurysm which was treated with pressure bandage. Duplex on the next day showed small increase in pseudoaneurysm which was again treated with thrombin. On (B)(6) 2020, the event was considered resolved and the subject was discharged on the same day.

Manufacturer narrative:
A1: patient identifier: (B)(6).

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product.

Event description:
(B)(6) study. It was reported that claudication and thrombosis occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion was located in left proximal and mid superficial femoral artery (sfa) with 100% stenosis. The lesion was 170 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm and was classified as tasc ii c lesion. The target lesion was treated with pre-dilatation and placement of two 6 mm x 120 mm study stents. Following post dilation, residual stenosis was 0%. On october 04, 2018, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, the subject developed claudication in left leg. On same day, the subject was hospitalized for further treatment and evaluation. The subject was noted to have thrombosis in the study stent. On (B)(6) 2020, the 100% complete stenosis in left sfa which was 28 mm long with a reference vessel diameter of 6 mm was treated with thrombolysis. On (B)(6) 2020, the left sfa was treated with pta, stent placement and thrombus aspiration, resulting in 5% final residual stenosis. On (B)(6) 2020, the event was considered resolved.

Manufacturer narrative:
A1: patient identifier: (B)(6).

Event description:
Eminent clinical study. It was reported that claudication and thrombosis occurred. The subject was enrolled in the eminent clinical study on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion was located in left proximal and mid superficial femoral artery (sfa) with 100% stenosis. The lesion was 170 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm and was classified as tasc ii c lesion. The target lesion was treated with pre-dilatation and placement of two 6 mm x 120 mm study stents. Following post dilation, residual stenosis was 0%. On (B)(6) 2018, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, the subject developed claudication in left leg. On same day, the subject was hospitalized for further treatment and evaluation. The subject was noted to have thrombosis in the study stent. On (B)(6) 2020, the 100% complete stenosis in left sfa which was 28 mm long with a reference vessel diameter of 6 mm was treated with thrombolysis. On (B)(6) 2020, the left sfa was treated with pta, stent placement and thrombus aspiration, resulting in 5% final residual stenosis. On (B)(6) 2020, the event was considered resolved. It was further reported that on (B)(6) 2020, bilateral leg duplex scan revealed occlusion in left sfa over the entire length along with very low flow in popliteal artery, anterior and posterior tibial artery. The subject was hospitalized for further treatment and evaluation. On clinical examination, there was no peripheral pulsations on the left noted. On (B)(6) , 2020, the subject presented with the symptoms of claudication in the left leg after walking for about 50 mts. On (B)(6) 2020, the left sfa (target lesion) had 100% stenosis, which was 28 mm long with a reference vessel diameter of 6 mm was treated with thrombolysis cross-over grafting. Post treatment, thrombus was still seen in the treated vessel at the end of the procedure. On (B)(6) 2020, the left sfa was treated with thrombus aspiration, followed by 5 mm x 40 mm admiral balloon dilation and a 6 mm x 60 mm stent was placed. Post procedure, residual stenosis was 5%. Post operatively, due to weak doppler on the left required 600 units of heparin. Duplex revealed subcutaneous hematoma along with small pseudoaneurysm which was treated with pressure bandage. Duplex on the next day showed small increase in pseudoaneurysm which was again treated with thrombin. On (B)(6) 2020, the event was considered resolved and the subject was discharged on the same day. It was further reported that diagnosis revealed occlusion of the left sfa 3 months after stenting of the sfa. Pre-operative assessment of ankle-brachial index at left posterior tibial artery was 100 mmhg, and at the right dorsalis pedis artery, it was 168 mmhg. On (B)(6) 2020, the left sfa (target vessel), which was 100% stenosed and 28 mm long with a reference vessel diameter of 6 mm, was treated with cross-over grafting for thrombolysis of the left leg. Post treatment, thrombus was still seen in the treated vessel at the end of the procedure with 5% residual stenosis. Event angiography assessed by core lab in target vessel revealed patent inflow and outflow. In-stent restenosis pattern was occluded with the presence of thrombus and absence of aneurysm. Repeat duplex after the procedure on (B)(6) 2020 showed good results. On (B)(6) 2020, the event was considered resolved and the subject was discharged on aspirin, clexane, and warfarin on the same day.